Manufacturer narrative:
The customer's calibration results were ok. The customer's qc results were erratic surrounding the event. The investigation reviewed the system's alarm trace and there were no abnormal alarms. The field service engineer adjusted the reaction cell rinse water. He performed system checks and confirmed the system was operational. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 results for one patient tested on a cobas c513 analyzer commercial system. Prior to patient testing, the customer confirmed hba1c qc was acceptable. The customer reported that hba1c qc was tested "every couple batches." The patient's initial hba1c result was not reported outside the laboratory. The customer tested qc after the initial result was completed and the hba1c qc failed. The customer recalibrated the hba1c assay and performed qc. After successful qc, the customer repeated the patient's sample on the same analyzer. The patient's initial hba1c result was 7.89 %, and the repeat result was 6.0 %. The customer determined the repeat result was correct. The hba1c reagent lot number was 527931 with an expiration date of 30-apr-2022.